Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned reduction forceps w/ points broad indicated that one of the points has fractured off both devices, confirming the stated complaint. From the analyses conducted during this investigation, it was concluded that the reduction forceps fractured by the ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the forceps exceed the strength of the material. No material or manufacturing deviations were found in this investigation. It was unknown if the fractures were initiated in a prior surgery. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batches. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the tip of the pointed reduction forcep broke off while holding a fracture reduction. No delay was reported and a backup device was available.